Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebp1063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a small crease at about the 43cm on the catheter. Leaking occurred at the crease when flushing the catheter prior to use on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. Usage residues were observed within the catheter. A split was observed between the 43cm and 44cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the leak site revealed three diagonally aligned parallel splits. The split edges were sharply defined. Mechanical damage was observed on the catheter surface in the vicinity of the splits. Following longitudinal bisection of the catheter in the vicinity of the splits, inspection of the interior surface revealed several parallel impressions consistent with the shape of the stylet. The damage in the interior surface was more extensive that exhibited by the exterior surface. The split characteristics and interior surface features were consistent with damage caused by contact between the stylet and the catheter tubing. The external surface damage suggested that the catheter was manipulated by an instrument, which likely caused compression between the instrument(s) and the inlaid stylet. The usage residues suggested that manipulation occurred during attempted use. A lot history review (lhr) of rebp1063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a small crease at about the 43cm on the catheter. Leaking occurred at the crease when flushing the catheter prior to use on a patient.